Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with two malformed clips jammed between the cam and the tissue stop. It is possible that this condition caused that the jaws remained in the closed position as the customer reported. However, it could not be determined what may have caused the found malformed clips. Upon testing, the device was cycled, fed, and formed the remaining clips as intended; the jaws closed and opened properly. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the jaw became not to open. This event occurred when the jaw did not clamp the patient's tissue. Another device was used to complete the case. There were no adverse consequences to the patient. After the event, when the device was fired without tissue outside the patient, a jammed clip fell out and the device became to function.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? ---no information. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no information. Did the surgeon try to pull the trigger from the handle? ---no. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information. How was the device opened? ---when the trigger was grasped outside the patient, the jaw opened.